Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having bleeding at the site of insertion from her new sensor. She said that every time she inserts a new sensor, she starts to bleed. Her blood glucose was 446 mg/dl and declined troubleshooting for the high blood glucose. The sensor will be returning for analysis. The insulin pump will not be returning for analysis.